Event description:
Reported blood goucose results of "4.5 mmol/l" with a lifescan meter and "19.1 mmol/l" on a laboratory device, performed within 11 - 20 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose.